Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: long-term implantable biventricular assist device support experience of 6 cases. Circulation reports. 2026. 8: 103 ¿ 109. Doi: 10.1253/circrep.cr-25-0224. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding long-term biventricular assist device (bivad) support. The authors described a patient who required a right vad approximately 35 days after their left vad implant due to complete absence of right ventricular (rv) contraction. A decrease in right vad flow caused elevated central venous pressure and decreased left vad flow. The patient experienced heart failure due to aortic regurgitation (ar) and pulmonary regurgitation (pr) which developed approximately ten months post implantation. Surgical closure of both valves was performed. The patient eventually underwent a heart transplant. The status of the devices is unknown. No additional adverse patient effects were reported.